Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting from the corner of the belt clip rail, peeling serial number label. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected white screens or pump error 37 were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms that 4 pump error 37 occurred on (B)(6) 2021 @ 22:21, 22:29, 22:30, and 22:32. The case was cut open. After visual inspection, there are traces of previous moisture presence on/around the following: pcba1--c19, d4; home motor switch. The motor was tested outside the device, and it passed. In summary, the customer¿s report of a white screen was not confirmed; on the other hand, the customer's report of a pump error 37 was confirmed after inspection of the unit's history files. The pump error 37 is due to the traces of moisture presence on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had white screen. Customer stated that their insulin pump had a big crack on the backside and went showering with it. Customer stated that after shower they wanted to change reservoir but their insulin pump fell out. Customer also stated that the insulin pump had insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.